Manufacturer narrative:
The customer contacted siemens to report that a falsely elevated cardiac troponin I (tni) test result was obtained for one patient sample on a dimension exl 200 instrument. A siemens customer service engineer was dispatched to the customer site to inspect the instrument. The cse found that a process error was generated during the initial sample processing and "bad cuvette" messages were generated. The cse adjusted the air flow rate of the cuvettes from 2.5 to the recommended level of 5. The cause of the falsely elevated cardiac troponin test result was a process error in the formation of the cuvettes. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely elevated cardiac troponin I (tni) test result was obtained for one patient sample on a dimension exl 200 instrument. The initial result was reported to a physician(s). The same sample was repeated twice on an alternate dimension exl 200 instrument and lower and matching results were obtained. The repeat result from the alternate dimension exl 200 was reported as the correct result to a physician(s). The same sample was repeated on the original instrument and a result that matched the alternate instrument was obtained. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni result.